Manufacturer narrative:
The examination was performed using the disposable expiration valve provided. No abnormalities were found during the visual inspection. The next step was to check the total leakage of the valve, which was within specification. A measurement of the diaphragm leakage showed that the target value of <20ml/min was exceeded and a value of 120ml/min was measured. The expiration valve was disassembled to perform a sub-component analysis. Deposits were visible inside the valve; particularly at positions where the crater seals on the diaphragm. The origin of the deposits could not be determined. As part of the production process, all valves are checked for leakage. For the case in question, as reported, the pre-use test, which includes a leakage test, was also passed. A potential leakage is detected during the pre-use test or during ventilation and is alarmed by the device accordingly. Finally, a diaphragm leak caused by debris was determined to be root cause of the reported leakage at the expiration valve. Since no other comparable cases are known, this case is evaluated as an isolated case.

Event description:
It was reported that after 48 hours in use a leakage of 11,3l occurred. A subsequent analysis identified the expiration valve to be root cause. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that after 48 hours in use a leakage of 11,3l occurred. A subsequent analysis identified the expiration valve to be root cause. No injury reported.